Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor replaced the battery, middle pan fan and power management board to fix the reported issue.

Event description:
The hospital reported the error of internal failure, system may shutdown. During evaluation, it was found that machine is not staying on with battery power, shutting down as soon as ac mains power turned off. Battery was found faulty and replaced, but the issue still exists. Further diagnosis showed the faulty power management board failure. There was no reported patient involvement.